Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during defibrillation threshold (dft) testing at the implant procedure, the first induction was not successful. The field representative pressed the button on the programmer, but nothing happened, the patient was not induced. However, an induction episode was stored. Technical services reviewed the log files and confirmed the command from the programmer to the device was not received by the device. This was likely due to telemetry interference. The episode was triggered by pressing the induction button regardless of the outcome of the induction. A second induction was performed with no issues observed. No adverse patient effects were reported.